Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis and a blood glucose level of 750 mg/dl. The customer expressed the following symptoms: extreme thirst, dehydration, and vomiting. The customer stated she was unable to get past the fill tubing question on her insulin pump. Standard troubleshooting was performed. It was discovered that the customer's infusion set had a bent cannula. The issue was resolved with a reservoir, insulin, and infusion set change. The customer also stated she had a c. Difficile infection, which may have contributed to her high blood glucose level. The product is not being returned. Nothing further was reported.